Event description:
Toothbrush head is on so loosely that it just comes off - oral-b [device breakage] toothbrush head wouldn¿t fully snap into place...loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush head would not fully snap into place (there was no ¿click¿) on the oral-b toothbrush and it felt a bit loose. With use, this became worse and recently the oral-b toothbrush head was on so loosely that it just came off. No injury was reported. 06-jul-2023 follow up via e-mail: the suspect product was oral-b power rechargeable toothbrush handle 3767. The concomitant product lot was 99372244. No injury was reported. 11-jul-2023 follow up via e-mail: the suspect product lot was ab22022014. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.